Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to correctly detect the power source was due to the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to correctly recognize the power source. There was no patient injury reported as a result of this incident.